Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-125601 is a concomitant. Please refer to manufacturer report number2016493-2025-125570, which captured the correct suspect device per investigation report.

Event description:
It was reported that the customer experienced difficulty when loading an incompatible syringe into the syringe pump. The customer indicated "morphine pca comes as a "pump-ject" type of syringe from amphastar pharmaceuticals (ndc = 76329-1912-1). Determined with our local nursing education team that the rns are likely not familiar with how to utilize this product" the customer confirmed there were "no patient issues." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced difficulty when loading an incompatible syringe into the syringe pump. The customer indicated "morphine pca comes as a "pump-ject" type of syringe from amphastar pharmaceuticals (ndc = (B)(4)). Determined with our local nursing education team that the rns are likely not familiar with how to utilize this product" the customer confirmed there were "no patient issues." There was patient involvement but no harm.